Manufacturer narrative:
Findings: unit powered up properly after battery installation and no blank display noted. Unit had intermittent button response due to corroded keypad traces. Unit was received with normal operating currents and noun expected off no power, weak battery, battery out limit, low battery or failed battery test alarms noted. No unexpected numbers ramping scrolling during testing. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.